Event description:
It was reported that far r-wave oversensing resulting in automatic mode switch (ams) was observed. Abbott technical support was contacted and recommended reprogramming. No intervention was performed. The patient was stable.